Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken on the posterior and one opening on the anterior side assessed as fold flaw opening . Additional observation: crease observed on the device. Wear abrasion observed on the device. No penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Later healthcare professional also reported "left implant obliterated."